Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff's attorney that "on or about (B)(6) 2001 the plaintiff was implanted with an "ams pelvic mesh product, that being in-fast, to treat pelvic organ prolapse and/or urinary incontinence." The plaintiff's attorney alleges that the plaintiff began experiencing "emotional problems, pain and urinary problems some time after implant" and plaintiff returned to her physicians several times due to complications and "suffered and continues to suffer, serious bodily injury and harm." The plaintiff's attorney also alleges the plaintiff "continues to receive medical treatment and is anticipated to undergo further medical treatment."